Manufacturer narrative:
Follow-up # 1 ¿ (09/29/2014), the patient¿s meter has been returned on 9/16/2014 and evaluated by lifescan product analysis on 9/18/2014 with the following findings: error message 5 is observed in the error log, but error was not reproduced during the investigation. A DHR (device history record) was completed on 04/23/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient¿s mother contacted lifescan (lfs) alleging her son¿s one touch ping meter was displaying an ¿error 5¿ message. Per the owner¿s booklet, an error 5 appears when the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter on (B)(6) 2014. The reporter stated the alleged issue began (B)(6) 2013 at 10:00 am. The patient manages his diabetes with an insulin pump and the reporter denied taking any action in regards to her son¿s normal diabetes management as a result of the alleged issue. On (B)(6) 2013 at 11:00 am, the reporter retested her son¿s blood glucose and obtained a result of ¿42 mg/dl¿ from another device. The mother stated ¿she is unable to tell if her son developed symptoms because he can¿t verbalize it, he¿s only (B)(6)¿. Immediately after, the reporter treated her son with juice and a glucose tablet. She confirmed her son began to feel better about 15 minutes, afterwards. At the time of troubleshooting, the customer care advocate (cca) documented that this was not the first time the patient used the subject meter. The reporter informed the cca that the test strip completely drew in the blood sample and filled the confirmation window. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.